Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
This event is a duplicate of per (B)(4). This event has been reported under MFR report for report #9616680-2012-01125 .

Event description:
It was reported that the doctor revised patient's right hip due to adverse local tissue reaction.

Event description:
It was reported that the doctor revised patient's right hip due to adverse local tissue reaction.